Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging a test strip issue with two different vials of her onetouch ultra blue test strips. This report is in regards to product issue (pi) 1-3565274523. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the patient that at an unspecified time on (B)(6) 2012, she discovered "black marks inside the confirmation window" on the strips from lot number 3208385. The patient stated that she manages her diabetes with insulin, 60 units of lantus, and denied making any changes to her usual diabetes management routine in response to the reported issue. Approximately five minutes after the alleged issue began, the patient claimed to have developed symptoms of feeling "hot, dizzy, and sweaty", and shortly after, self treated with food/drink and "felt better afterwards." The patient informed the mss that she experienced the same alleged test strip issue with a different lot number, 3208383. The cca noted that the patient's alleged issue remains unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims that the alleged issue prevented her from testing her blood glucose subsequently, causing her to develop symptoms suggestive of severe hypoglycemia and received medical treatment for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k043197.